Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving multiple patient notifier alerts. Upon interrogation, the pulse generator exhibited back-up vvi operation. After reprogramming, the device resumed normal function. There were no adverse consequences and the patient would continue to be monitored normally.